Event description:
While using baxa's twofer needles, I have had several of them come apart where the metal needle comes out of the plastic. When I went to pull the needle out of the bottle, the needle separated, leaving the metal part in the bottle. The bottle was hanging from the rod in the chemo hood and the chemo drug poured out the broken needle spilling drug. The needles are poorly lubricated and have pulled the injection port out of a bag if IV fluid after injecting the drug in the bag. I have had them bend and break when trying to push them into a tough vial stopper. I am not using them repeatedly, this will happen on the first or second puncture.